Event description:
A pump alarm was reported during the pumping phase, identified as alarm 20. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.